Event description:
It was reported that patient loss the efficacy of having stimulation from the device. The patient underwent an explant procedure where all devices were removed and were disposed of at the operating room.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial/ batch:: (B)(6).